Manufacturer narrative:
Device evaluation: the batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As received, the specimen consists of one each unidentified 300-014 thruway guidewire; returned coiled, loose and double-bagged within "zip-lock" style ply biohazard pouches. The specimen presents numerous bends/kinks of varying severity and frequency scattered over the length of the device. The distal coil presents a 0.25cm stretched coil region immediately distal of the coil to core wire joint due to coil displacement distally. The proximal marker coil presents several offset coil wraps. The ptfe coated wire shaft presents numerous areas of scraped ptfe coating with coating removal. No other damage or inconsistencies are noted to the specimen at this time. All joints are correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct for a 300-014 short taper gw. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling and/or procedural factors appear to have impacted on the event as reported. If any further relevant information becomes available, a follow up medwatch report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. It was reported that the device is not expected to be returned for evaluation. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
Command 0.014 inch wire was selected up to popliteal, but advance of jetsteam did not proceed aspiration. Since then, we have exchanged with thruway but have not been able to enter and jetstream did not come out of the wire. It was reported that there was no problem with the thruway wire. The catheter was unable to advance because the wire is stuck. Patient status post procedure was reported to be okay. Age at the time of the event: 18 years or older.